Manufacturer narrative:
Additional information provided in d.9., h.3. , h.6. And h.10. The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been placed back in place. Viscoelastic is dried in the device. The plunger has been advanced to the wound guard. The trailing haptic is damaged and misfolded in the nozzle tip and is caught with the distal potion facing upwards, the plunger is advanced under the haptic. The remaining optic and leading haptic are protruding out of the nozzle tip. We are unable to determine the root cause for the reported complaint "the lens got damaged by the plunger". Plunger underride and lens damage was observed. Plunger underride and lens damage may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the lens got damaged by the plunger. Hence the back up lens was used to complete the surgery. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).